Manufacturer narrative:
Date if event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
It was reported that the patient was experiencing ineffective therapy due to lead migration. As a result, the patient may undergo surgical intervention at a later date to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.